Event description:
It was reported that deuring a thoracic procedure, when firing the device across the pulmonary artery, the staples formed but tissue was not cut. Many of the staples that fired were malformed. A like device was used to complete the procedure. There was no reported pt consequence.